Event description:
I was seen in the emergency room for back and abdominal pain that has been worsening over 2 weeks. My CT report, attached, was presented during diagnosis, and I was told my left kidney is healed from prior treatment, right kidney "has a few stones" that would not cause this severe of pain, and that everything else looked good. My blood tests all looked great except I should mild signs of pancreatitis but the CT didn't support it. Following day - I woke up to a message from my primary care doctor on the report stating to stop one of my meds known to cause kidney stones and issues. This prompted me to read the report myself in my chart, as I always do. I noticed the statement of surgical clips displaced and was confused why this wasn't brought up or mentioned even as a possible cause so I asked my primary care. After several days of no response, and worsening pain, I asked again and was told by a nurse instead of my dr responding this time, these are permanent and you're fine. Messages can be disclosed if needed. Since the few days prior to the ER and leaving, my pain has substantially increased to the point of debilitating. I'm not able to do most any daily task without severe pain in my spine, front ribs, back ribs, shoulder blades, shoulder muscles and upper arm. Details of disclosed surgical clips attached from implant history.